Event description:
Dr. States this happened several months ago, when he went to torque the gold screw it fractured.

Manufacturer narrative:
The investigator was unable to confirm the reported event as the product was not returned. No lot or order number has been provided for review. The cause for this fracture cannot be determined. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Product is not going be returned.